Event description:
It was reported that the locking ring partially protruded through the hole as the screw was being inserted. The same malfunction occurred with a second plate of the same size and the procedure was completed by using a smaller plate.